Event description:
It was reported that the patient experienced a shock while sleeping that woke him up and noted a vibratory alert on their device for a high voltage lead impedance hvli) issue. Interrogation in clinic also noted an alert for a possible hvli issue and that alternative configurations had been attempted. The hvli was low for two shocks at less than 10 ohms and a 3rd shock was successful at 68 ohms. A mechanical issue or fracture along the right ventricular (rv) lead was suspected. Other measurements in clinic tested normal. The rv lead was capped (B)(6) 2025 and replaced. The patient was stable following the procedure.